Event description:
Biozorb (hologic radiological assisting) device implanted during lumpectomy for breast cancer. Many side effects since. Failure to fully dissolve, hard painful lump, itchy, swollen, tender, irritated, rash, burning, red, warm to touch. Pain daily but intermittent, sharp, throbbing, often quite intense (will wake me from a deep sleep) extremely painful to touch or accidental bumping. Daily nipple pain. Extremely tired and fatigued 21 months after surgeries (lumpectomy (B)(6) 2023 to clear margins) seem to have lowered immunity and often sick (not usual for me) did not achieve better cosmetic outcomes as I was told. Possible infection or allergy? Possible migration? Just finished 2 weeks of antibiotics (bactrim) which seemed to help a little. Issues still not resolved. Hard time getting medical professionals to listen to me let alone help. MRI (magnetic resonance imaging) and mammogram ok but not sure they can image more than the titanium clips. I'm glad the FDA finally recalled this device and wish I never had it implanted.